Event description:
The customer reported deformed elbow cavity. After review of the investigation on september 3rd, 2024, it was found that the sample received has a complete break in the device where the angle is formed.

Manufacturer narrative:
An unused sample, with lot number 23l056fhx, was returned to the manufacturing site for evaluation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon inspection, the sample is deformed, there is a complete break in the unit where the angle is formed. Each unit is visually inspected, and this damage would have been detected during the inspection and discarded at the time. A gemba walk was carried out in the manufacturing line, and all process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. As a preventative action, a quality alert has been issued to the manufacturing line, to make them aware of the complaint report and if any damage is present on the units, they are to be removed. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.